Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out or range pacing impedance measurements at an output of 0.1v. The patient stated the lead was broken. The field representative called technical services due to confusion regarding bi-v pacing if only the right ventricular lead was programmed, active. The ts consultant reported the system would show bi-v pacing always. No resulting adverse effects. Any no system changes to date were reported.